Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. No further tests could be performed due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was "squirting" insulin out during the manual prime process. The blood glucose reading was 560 mg/dl, which the customer treated with a manual injection. The customer stated that insulin continued to drip after letting go of the act button during the prime process. She noted that she was wearing the insulin pump during priming. She also reported dampness inside the reservoir compartment. During troubleshooting, the insulin pump alarmed motor error in the middle of rewinding. She stated that when she was rewinding, the piston actually pushed out rather than rewinding. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.